Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was exposed to moisture at the beach and alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer reported a motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to verify motor position encoder error alarm or perform the self test, unexpected alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had high stop current due to moisture damage on the lcd board. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip, minor scratched and cracked display window.